Event description:
It was reported the pt received inadequate pain coverages in the leg and the back. X-rays revealed lead migration. The pt is scheduled for a revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.